Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, high, out of range pacing impedance was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in three pieces for analysis. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions at 10.6cm to 11.0cm and 19.0cm to 19.5cm consistent with lead friction to device can breaching the optim sheath. The silicone tubing was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
Part of this report is to advise of an event observed during analysis.